Event description:
On 16-apr-2026, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors pulled out as the surgeon was attempting to tension them. This was discovered during a labrum repair procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 20-apr-2026: the anchors pulled out during the initial setting. The anchors did appear to be fully seated prior to tensioning. The pulled-out anchors were removed from the patient, and the case was completed with non-arthrex products. The surgery was not delayed, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.